Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On 13-aug-2024, it was reported that the patient was hospitalized due to low blood glucose level. Patient was hospitalized for 1.5 hours. Patient's blood glucose at the time of issue was 45 mg/dl. Patient was treated via intravenous insulin drips. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6002556 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6002556 was manufactured according to the work instruction (wi) version 94, packaged in the machine m10, on 17/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycaemia that patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6002556 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.